Event description:
On 8/27/93 an aus device was implanted. On 3/23/96 the cuff was revised. On 6/14/96 the cuff was removed. On 9/12/96 the pump was removed. On 10/13/96 the balloon was removed from the pt due to infection.